Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 each hydro gw stf std s 150-035; returned extending 23.2cm from the dispenser assembly accompanied by the labeled mylar film from the packaging pouch and triple-bagged within "zip-lock" style poly biohazard pouches. After flushing the dispenser with blood-bank saline, the specimen was removed from the dispenser assembly and subjected to visual and tactile examination. The specimen presents skive/tear damage to the polymer jacket material 12.1 to 18.0cm from the distal tip, with jacket material removal, resulting in 5.10cm of the metallic core wire exposed and 4.28cm of the polymer jacket material pulled distally over the wire 8.30 to 12.10cm from the distal tip. The overlapping material results in an oversized diameter to .06645" in the overlapped region. Microscopically the specimen coating proximal of the jacket damage appears to be worn and abraded, consistent with clinical use, the skive damage presents a proximal to distal orientation. Except where noted, the specimen device appears visually and dimensionally correct. The damage presented appears consistent with having occurred while withdrawing the wire back through the scope. Per the precautions section of the device instructions for use: "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, clinical and procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
When dr placed the guidewire in the uretheral he notice the coating had peeled of (check the returned guidewire). No laser or other devices was use at same time. He immediately removed the guidewire. He could notice any pieces of the guidewire was left inside the patient. The continued the procedure with another guidewire. Physician is very skilled and experienced urologist. It was reported there were no patient complications and the patient condition is stable.